Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument, discovered a faulty white blood cell (wbc) aperture and o-ring, and proceeded to replace the wbc aperture and o-ring to resolve the issue. In conclusion, failure mode of the event is attributed to a faulty wbc aperture and o-ring. Results: wbc aperture and o-ring. (B)(4).

Event description:
The customer reported obtaining high basophil results on all three levels of the act5 controls from the coulter act 5diff cap pierce (cp). There was no affect to patient results as the issue occurred on controls only. There was also no report of any change or affect to patient treatment in connection with this event. The customer did not provide printouts of the control results for this event.